Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged, but was unable to be confirmed. The rv lead was capped and replaced with a leadless pacemaker to resolve the event. The patient was stable and will continue to be monitored.